Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the full lead was returned, analyzed and revealed that no anomalies were found.

Event description:
It was reported that prior to implant the cardiologist had problems with extending the lead helix. Even though it was rotated slowly the helix came out rapidly. It was also reported that when the lead was placed in the patient it failed to deploy. Therefore the lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.